Event description:
It was observed that during device evaluation, the duodenovideoscope had a stain inside the light guide lens. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: e2, e3, h3. Correction to h6 "medical device problem code" of the initial report, "2292-defective component" is being corrected to "2999-optical discoloration". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the stain on the light guide lens, but the type of the material cannot be identified. Olympus presumes that humidity invaded the light guide lens which led to corrosion which was caused by applied physical stress to the distal end such as hitting and dropping and/or the light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. However, a definitive root cause cannot be determined. During a later evaluation, a second potential adverse event was found, the adhesive between the distal end and server plug in has a gap. It is presumed the event may have occurred due to physical stress such as hitting/dropping the distal end. However, a definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.